Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that something inside sounded like it was jumping/skipping and vibrating a lot when the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a tplo surgery on a canine, it was observed that the oscillating saw attachment device was getting progressively louder and the blades were vibrating. It was also noted that without the blade the device sounded fine. It was reported that there was no delay and a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2016; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.